Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-07390. It was reported that patient¿s ipg migrated out of the pocket causing the leads to get entangled. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was implanted deeper within the same pocket. The issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-07390.